Event description:
It was further reported that the event of hypotension was "brief", and was treated post procedurally with neo-synephrine "very temporarily and had done well".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2010-03408. It was reported that on the same day of a stenting treatment procedure, the patient experienced hypotension. The 80% stenosed and 20mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 6.0mm. The target lesion was treated with a 190cm filterwire ez embolic protection system and placement of a 10x24, 5.9f, 135cm monorail carotid wallstent followed by post dilation resulting in 0% residual stenosis. It was reported that the day of the procedure, the patient experienced hypotension and was treated wtih medication. The event was said to be resolved without residual effects the next day and the patient was discharged 2 days post index procedure. It is the opinion of the physician that the event is possibly related to the with ez and possibly related to the carotid wallstent.